Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4) . Event occurred in the united states. It was reported that patient faced 3 infusion sets kinked cannula event on 19-jul-24. The patient noticed the symptoms within 3 hours of insertion. Site where infusion set was inserted was abdomen and thigh. Furthermore introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.